Manufacturer narrative:
An event of "18 mm amplatzer septal occluder (aso) embolized to the aorta" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An 18 mm amplatzer septal occluder (aso) was successfully implanted. The following day on post-op chest x-ray and tee, the aso was noted to have embolized to the aorta. Per the user, the aso was thought to have been undersized. The aso was percutaneously retrieved using a gooseneck snare via the femoral artery. The patient was satisfactory and will have another device implanted at a later date.